Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿failure to interrogate¿ was confirmed. As received, the device had no output and no telemetry due to battery depletion. The device image couldn¿t be saved due to low battery voltage. The device was cut open and attached a known good battery. Reloaded product code and programmed device to nominal settings. Analysis indicated that device was exhibited normal device characteristics, the current drain was normal. The implant duration exceeded the device¿s projected longevity and considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to be interrogated; battery depletion was suspected. No intervention was planned. The patient was in stable condition.